Manufacturer narrative:
G4:18jun2021. G5:510k: k102985. B4:25jun2021. The philips field service engineer(fse) confirmed that touchscreen required replacement. The fse replaced the touchscreen to resolve the issue. The device returned to full functionality after repair was completed and was returned to service.

Manufacturer narrative:
The touchscreen was received for failure investigation. The reported complaint touchscreen failed is not duplicated. There is no fault found on this returned touch screen assembly.

Manufacturer narrative:
Event date: (B)(6) 2021. There was no patient involvement.

Event description:
It was reported to philips that the device had a touch panel problem. It was impossible to activate the parameters, and the calibration cannot be completed in technical mode. The device was not in clinical use at the time of the event. There was no patient incident related to this problem. There was no report of patient or user harm/impact. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.